Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and confirmed that x-ray was not functioning, and hard disk storage was full. Analysis of log files identified that the image processing pc (ip-pc) was not starting. A philips field service engineer (fse) visited on-site and as part of troubleshooting re-created the image disk for ip-pc. The same issue, ¿image disc full error appearing" recurred on 16-feb-2024 and the service engineer recreated the image disk. Following troubleshooting, the ip-pc was replaced, and the board software was downloaded for resolving the issue. After this repair, the system was returned to use in good condition. To date, no further reoccurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays due to a full hard disk drive. No harm was reported to philips. Philips has started an investigation of this complaint.